Manufacturer narrative:
Patient information unknown. Adverse event problem work order search found no similar complaint. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -6.5/3.5/016 (sphere/cylinder/axis) was implanted into the patient's eye on (B)(6) 2022. On (B)(6) 2023, the lens was removed due to double vision.

Manufacturer narrative:
Corrected data: d6a: should be corrected to 07-nov-2022. D9: return date: 15-apr-2023 g2: should be omitted for correction. Additional information: h3 - device evaluation: the lens was returned in a ziplock bag. Visual inspection found no visible damage to the lens. Claim#(B)(4).